Event description:
Healthcare professional reported 3 days after injection to the cheeks with juvederm voluma with lidocaine, patient developed "swelling between cheekbone and jowl line on the left side of the face". Patient was treated with antihistamines "to rule out allergy." At this time, the healthcare professional believes the reported symptoms have resolved as the patient has declined further follow up assessments.

Manufacturer narrative:
Juvederm ultra 3 injections to nasolabial folds with subsequent bruising at injection sites, which was considered by the healthcare professional as "not excessive, normal side effect", and juvederm volbella w/lidocaine to the lip border with no issues. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema as a possible symptom to an allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.